Event description:
During routine testing of the device at the service center, the user reported the roller pump generated a failure error message reading "motor error, service pump". No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.